Manufacturer narrative:
H6: investigation summary: the customer returned several images of the 30gx8mm bd syringe. The customer reported that the needle is bigger than the conventional one and the packaging and measurements are the same as the syringes she usually buys, but in this batch specifically the needle came big. The photos were examined, and it was concluded that in photo #2 you can clearly notice the syringes are different (1 is 0.3ml and the other is 0.5ml) however, the length of the cannulas as well as npi needle pain are difficult to determine based on the photos alone. Furthermore, evidence of a manufacturing defect could not be determined based on the photos alone. Embecta was unable to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. A review of the device history record was completed for batch# 0027322. All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ needle clipping device is bigger than the conventional one. The following information was provided by the initial reporter, translated from portuguese to english: that the needle is bigger than the conventional one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ needle clipping device is bigger than the conventional one. The following information was provided by the initial reporter, translated from portuguese to english: that the needle is bigger than the conventional one